Event description:
Reportedly, the subject programmer only displays vertical lines.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer only displays vertical lines.